Event description:
There was no patient harm.

Manufacturer narrative:
The device was returned for a pm/calibration issue. Repair was completed through the service repair process for damage that was found during investigation. The proximate cause of the customer report of pm/ calibration was due to broken/damaged lvp mech assy 8100. The cracked bezel was replaced.

Event description:
It was reported that device brok (broken damaged).

Manufacturer narrative:
The customer report of pm/calibration was confirmed during servicing activities. A review of the device history record which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause of the customer report of pm/ calibration was due to broken/damaged lvp mech assy 8100.there was no reported patient involvement. The device is used for therapeutic purposes.